Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an off no power alarm. The batteries were changed but the device would not turn back on. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display anomaly. The battery cap was hard to open. The insulin pump was not bumped or dropped prior to the alleged malfunctions. There was no moisture exposure either. However, the customer noted that the battery cap contacts were damaged. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, stripped battery cap coin slot, broken battery cap and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.